Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, altis was placed in the patient as needed. 1 hour post operation, the patient reported groin pain and asked to have the sling removed. The patient was reconsented and the sling removal was completed.

Manufacturer narrative:
An altis sling was received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of pain. However, because examination of the components may not conclusively confirm or disprove the report of pain, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, altis was placed in the patient as needed. 1 hour post operation, the patient reported groin pain and asked to have the sling removed. The patient was reconsented and the sling removal was completed.